Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR a correction is required. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient reported on (B)(6) 2026, that her sensor alerted and was reading low (around 60 mg/dl). She was not yet sleeping but suddenly passed out and does not remember what happened after that. The patient took sugar pills and planned to drink something if the reading continued to read low, but she lost consciousness before doing so. Prior to passing out, the patient did not feel any symptoms thus did not call emergency services. When she regained consciousness the next morning at around 8:00 am, she checked her device and saw ¿no alerts, start new sensor¿ and no readings at all because her sensor failed. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications on (B)(6) 2026. No additional patient or event information is available.